Event description:
It was reported that during a follow-up, decreased pacing lead impedance and an increase in capture threshold were noted. Changes in high voltage lead impedance and sensing were also noted. The physician suspected lead dislodgement. Patient was in good condition and was scheduled for follow-up.

Manufacturer narrative:
(B)(4).